Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Brand name: liner neutral 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell. Concomitant medical products: 00875704801, shell with cluster holes porous 48 mm, 61442349. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03085, shell.

Event description:
It was reported that patient underwent right total hip arthroplasty and subsequently is has been experiencing an itching sensation, pain and swelling since her procedure. Surgeon thinks she may be having an allergic reaction. Attempts were made to obtain additional information; however, none was available.